Event description:
During a diagnostic laparoscopy, a portion of the ethicon procode 12mm bladeless trocar with stability sleeve, became detached from the device and was located within the patient's abdominal cavity. There was no harm to the patient as of this writing. The retrieved foreign body is black, 3/4 circle sized, flexible, and thin. The manufacturer was made aware of the event on 5.14.2025. Ethicon will be picking-up the device in question on 5/19/2025.